Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive since (B)(6) 2024. The patient reported that the tape did not stick. No further information available.